Manufacturer narrative:
A visual evaluation of the returned injection gold probe device noted no visual defects. An electrical load test was performed and the results were within the specifications for the device. The reported complaint was not confirmed; device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record was not possible because the customer was unable to provide the lot number for this device.

Event description:
It was reported for boston scientific corporation that an injection gold probe device was used during a procedure. According to the complainant, during the procedure, the injection gold probe failed to transmit current. The procedure was completed with another injection gold probe using the same generator and generator settings. There were no patient complications reported as a result of the event. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
Reported event of probe failed to transmit current. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported for boston scientific corporation that an injection gold probe device was used during a procedure. According to the complainant, during the procedure, the injection gold probe failed to transmit current. The procedure was completed with another injection gold probe using the same generator and generator settings. There were no patient complications reported as a result of the event. The patient was reported to be stable at the conclusion of the procedure.